Event description:
It was reported that there was a fall, lead migration, and device replacement. It was stated that the patient fell "hard" last year around late may, and "from then on" her stimulation was not working. An x-ray showed that the lead had "moved," and it was decided that the leads needed to be adjusted and the implant needed to be replaced. It was noted that the patient had an MRI "while the device was out of her body." Approximately two weeks later it was reported that the patient received assistance, and did not have any more concerns with her device or therapy.

Manufacturer narrative:
Product ID 3093-28, lot# v714053, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).